Event description:
Complainant alleged that the clinicans were defibrillating a pt who had been admitted to the facility for kidney failure and a colostomy. During the course of pt treatment, pt defibrillation was required. The complainant reported that the pt was diaphoretic and that subsequent to the pads being applied to the pt, the clinicians performed CPR of the pt. The complainant reported that during defibrillation of the pt, the pads arced. The pads were then replaced with fresh pads, and defibrillation was continued, but again the pads arced. The pt was defibrillated a total of six times. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that both set of electrodes were inadvertently discarded subsequent to the event. Please reference the stat pads multi-function electrode package insert, which warns the user: "1. Ensure that the skin is clean and dry. Remove any debris, ointments, etc., with water (and a mild soap if needed). Wipe off any excess moisture/diaphoresis with a dry cloth." "Excess hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application."